Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was removed due an unexpected outcome. Representative indicated patient complained of blurry vision. Additional information was requested.

Manufacturer narrative:
The lens was returned loose in a specimen container with the disassembled lens case. Solution is dried on the lens. Both haptics are slightly bent in the gusset and distal areas. The optic is cut into portions, typical of insertion and removal. Both portions have small split/cracks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the optic damage. The manufacturer internal reference number is: (B)(4).